Event description:
It was reported that during a hemicolectomy procedure, the circular stapler does not work well. There were no hits and continuous cutting. The staples not completely closed. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.